Manufacturer narrative:
Updated h6 - adverse event problem - investigation findings from c19 (no device problem found) to c0601 (degradation problem identified). All of the fields in h6 - adverse event problem were not changed.

Manufacturer narrative:
The exposed portion of the soft cannula was found to have a kink that caused a leakage. Fluid was observed exiting the tear. It could not be determined when the kink occurred or if it contributed to the reported event. No other damages or defects were found with the device and the cause of the event could not be conclusively determined. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A malfunction was found in the investigation for the original report of leaking during wear at the infusion site (leg). The investigation observed a torn cannula. It was also reported that the patient's blood glucose level rose to around 16.0 mmol/l or 17.0 mmol/l (288 mg/dl or 306 mg/dl) while wearing the pod between 25 and 36 hours.